Event description:
It was reported via repair work order that the head left side rail was stuck down due to damaged siderail carrier. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the head left side rail was stuck down due to damaged siderail carrier. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as this complaint was previously reported in medwatch #0001831750-2013-02591.